Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for oversensing with high rate non-sustained (hr-ns), non-sustained ventricular tachycardia (nsvt), and sensing integrity counter (sic) episodes. The pacing threshold and impedance have changed significantly. The lead was suspect of a fracture. The lead detection was programmed off. The patient was scheduled for a lead evaluation and extraction. The lead remains in use. No patient complications have been reported as a result of this event.